Manufacturer narrative:
The field service engineer (fse) was at the customer site and observed that the instrument was not holding rinse line pressure. The fse replaced the rinse pump and prime lines. Controls were run and passed. Customer then ran specimens without any issues. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported that ca control is failing bilirubin on their ichem velocity automated urine chemistry system. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.